Event description:
It was reported that the sheath covering the cables has come apart.

Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. Vendor evaluation confirmed the complaint, multiple components are damaged. The cause is listed as wear and tear.